Event description:
Overdelivery reported. The pump was set to delivery reopro 250cc at 17cc/hr. After 40 minutes, the practitioner noted that "approx 200cc had infused." Alarm for air was reported. No pt harm reported. No add'l pt info available.